Event description:
Event description guidant received information that this right ventricular lead was explanted within one week of service due to dislodgement. Upon repositioning the lead, optimal threshold and impedance measurements were not obtained, therefore the lead was removed.